Event description:
Broken needle in stomach skin [needle issue]. Case description: this serious spontaneous case reported by a consumer from (B)(6), concerns a male pt (age unspecified) with "device therapy", who was treated with novofine 8mm (30g) (needle) on unk dates and presented "broken needle in stomach skin" in 2009, (B)(6) 2010 and again on an unk date. Pt's height: not reported. Medical history: not reported. The pt had reportedly been taking novofine 8mm (30g) (needle) on unk dates. The pt had 3 times experienced that a piece of the needle has broken of and got embedded in the skin of the stomach. The pt had required surgery to get it out and also was hospitalized on unk dates. First incident was in 2009, second in (B)(6) 2010 and third time recently. No info regarding batch numbers was available, and no product could be returned for investigation. It was reported that the pt reused the needle. Action taken with novofine needle was not reported. The overall outcome of event was not reported.